Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion with a bend of < 45 degrees was located in the non-tortuous and non-calcified proximal first diagonal branch. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the sixth inflation at 14 atmospheres, the balloon ruptured. There was no balloon nor segment of the balloon left inside the patient, and the device was completely removed intact. The procedure was completed with another of same device. There were no patient complications reported, and the patient was in stable condition post-procedure.